Manufacturer narrative:
The faulty device was returned to importer for its evaluation. Additional information will be provided following the conclusions of the investigation.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. After review of the reportable complaints for hoyer 600 brand name registered within last 5 years, a limited number of similar events where the spreader bar detached from the jib were found. No complaint trend exists for this failure mode. If compared to the number of sold devices and in comparison to their daily use the number of reportable complaints with this failure mode is considered to be low. On 2017-march-20 arjohuntleigh has become aware of the incident involving hoyer 600 mobile passive lift. In received complaint it was reported that while the resident was being lowered using hoyer 600 onto the bed the spreader bar became disconnected from the lift. The resident was on the bed when the event occurred. Fortunately, as a result the patient did not suffer any injury. As per visual and further technical evaluation of the claimed component, conducted by (B)(4) (importer), it was discovered that the lower flange of the kingpin was completely worn off and allowed the cradle to disconnect from the lift. The remaining portion of the kingpin and cradle shown excessive signs of wear, indicating that this failure was not a sudden one, and thus should have been discovered upon regular inspection. Additionally, the type of failure observed did not manifest itself discretely, there would have been binding between the kingpin and noise when the cradle was turned. It needs to be emphasize that ignoring binding and noise coupled with lack of proper maintenance and inspections creates an abusive environment for equipment. Based on the collected information and analysis performed by the importer, it was determined that the returned product has been subjected to misuse. Due to above it can be assumed that the root cause of claimed failure could be associated with the user being not familiar with product IFU. The review of the previous complaints on hoyer 600 related to the issue of the spreader bar detachment showed that the root cause of these failures can be related to the following user errors: - user error - not performing regular maintenance of the device, - unauthorized modification of the device, - utilization where the caregiver would have pulled on the spreader bar when a patient is supported by the lift causing premature wear of the device. The instruction for use which was delivered with the device (installation and instruction manual-459005 rev. B for hoyer p. 6-9) advises the way of checking the device before use in order to avoid any risk of harm: "always carry out the daily check lift before using the lift." (P. 9) daily check lift (p. 9): "the following procedure must be followed before each use: inspect the lift for any damage. If there are any cracks or other damage on the lift, or any parts are missing - do not use it. Contact your local representative to have the lift serviced. Inspect the carry bar for any signs of cracking or damage and that it rotates freely." Furthermore, according to maintenance inspection checklist in the IFU (p. 11): "inspect for missing hardware or broken pieces - initially". "Check all hardware and swivel bar supports - initially every 2 months." Please note also that at the time the event occurred the device was in usage for over 9 years. Taking into account the above quotes from the manual, it can be assumed that if the recommendation included in the instruction for use were followed, it is highly probable that the risk of scale separation from the spreader bar would have been avoided. In summary, although in the investigated complaint there was no adverse outcome, based on a potential for harm with high severity we determined to view this complaint as reportable in the abundance of caution. The device failed to meet its specification, it was used for patient handling and due to the spreader bar detachment contributed to the event. Upon the conducted investigation and device inspection done by the importer, it was determined that reported device has been a subject of misuse. Due to above it can be assumed that the root cause of claimed failure could be associated with the user not following recommendation provided in product instruction for use.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusions of the investigation.

Event description:
It was reported to (B)(4) that the resident was being lowered onto the bed utlizing hoyer 600 pasive floor lift when the spreader bar disconnected from the lift. The resident was placed on the bed when this occurred. No injury was reported.